Manufacturer narrative:
A partial lead with the connector pin was returned in one piece measuring 12.4cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00329. It was reported that the patient passed away due to cardiac arrest and coronary artery disease.